Event description:
The customer reported the system displays a collimator potentiometer error after boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, ac power cord, interconnect cable, and collimator. System operates as intended. (B)(4).